Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex® bivona® mid-range aire-cuf® adult tracheostomy tube cuff did not inflate overnight after 8 hours of patient use. The issue was observed by the attending resident clinician and team leader. It was suspected that the cuff had a small leakage in it. Due to the incident, the patient had aspiration and desaturated, which caused the patient to be restless. It was noted that the cuff integrity was tested with minimal air volume prior to use and the cuff had been filled with air during use. An immediate tracheostomy tube change was required. It was reported that the patient was doing fine with a conventional tube and would be discharged by the end of the week. No permanent injury was reported.

Manufacturer narrative:
One bivona® 8.0mm mid-range aire-cuf® adult tracheostomy tube was returned for investigation. The device was received with an incorrect obturator. During functional testing, 30cc's of air was inserted into inflation balloon and cuff and the device was submerged in water; the device was manipulated while submerged. No leaks were identified during functional testing. The cuff was then filled with 30cc of air and the device was allowed to sit for 4 hours. A slight loss of volume was observed as was anticipated with silicone aire-cuf® devices. Investigation was unable to confirm the reported issue and found that the device functioned as intended.